Event description:
Loss of suction. The device stopped suction and display did not show anything before the customer knew it. Then the device could not power on. Sales representative checked the device at hospital, it did not power on.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Manufacturer narrative:
After an evaluation of the returned device this complaint was not confirmed. An evaluation of the pump was conducted at the (B)(4) service center on 25 april 2014, no anomalies or problems were found. Both pump and power supply (cord with a/c adapter) passed all functional tests and found working within specifications (reference rq-05 [um01071] revision p). Based on evaluation findings, device malfunction is ruled out as possible cause. It is possible that patient and/or sale representative did not press the power button for two (2) seconds as required to turn on the device. Another possible reason could be attributed to electrical outlet issue (e.g. Tripped circuit breaker due to overload). Review of complaints history and service for renasys go pump serial # (B)(4) indicates no other issues have been reported against this device. No further action is necessary; the information provided confirms there were no patient injuries or harm associated with this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Loss of suction. The device stopped suction and display did not show anything before the customer knew it. Then the device could not power on. Sales representative checked the device at hospital, it did not power on.